Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, and off no power tests. No unexpected external ram crc or unexpected restart alarms were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram crc error and unexpected restart. Customer's blood glucose at time of incident was unknown. Customer reported that they received the alarms. Customer was advised that they received multiple external ram crc error alarms. Customer was advised that we will send a replacement pump.